Event description:
It was reported that the patient received inappropriate atp therapy due to oversensing on the ventricular channel. Review of transmission revealed that the oversensing was due to prior programming changes made to the refractory period setting. Programming changes were made. Patient continued to be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.